Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(4) displayed a "mid:09 (air trap assembly) error message was confirmed during archive data review and functional testing. The root cause of the mid:09 error was due to a defective air trap sensor block, likely attributed to the saline liquid found on the air trap sensor caused by user mishandling. The air trap sensor block was cleaned to remedy the fault. There was no history of complaint reported for a start-up kit (suk) leak by this customer. No physical damage was observed on the thermogard console during visual inspection. During functional testing, the thermogard console displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. Event log data review was performed and revealed a mid:09 (air trap assembly) error message on the complaint date, thus confirming the reported complaint. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported the thermogard console (sn (B)(4) displayed a mid:09 (air trap assembly) error message during self test due to saline spillage on the air trap sensor. No patient involvement.